Manufacturer narrative:
The correct brand name is sterrad chemical indicator strip the correct common device is indicator, chemical. The correct catalog number is 14100_90. Lot number: the correct lot number is 054611-03. Expiration date: the correct expiration date is 08/31/2017.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. No load was affected. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the certificate of conformance (coc), trending of lot number, concomitant product evaluation, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 01/30/2016 to 07/28/2016 and trending was not exceeded. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety' is "low." The product was not returned for evaluation. The concomitant sterrad 100s was tested by a field service engineer (fse). Fse could not detect the issue and unit was found within working condition; no maintenance was required. Use error may be a contributing factor in this case. The instructions for use (IFU) state the indicator strips are to be placed in the center of the load, while the customer reported having placed strips "all over the load." A letter was sent to the customer to advise them of instructions for use. The issue will continue to be tracked and trended.